Manufacturer narrative:
Philips service performed recalibration and planned potentiometer replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that detector movement failure occurred due to potentiometer and cabling issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.